Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 700fc33, heart band, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported by the patient that at implant of the implantable pulse generator (ipg) approximately six months ago, ten years of battery life was to be expected. The patient is "now being told approximately four years longevity." Communication with the clinic revealed a battery life of approximately six and a half years remains, however it remains unclear if the ipg is functioning outside of desired longevity projections. The device remains in use. No patient complications have been reported as a result of this event.